Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting the orthopat machine had a blood spill. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 reporting the orthopat machine had a blood spill. No injury or reaction noted. Evaluation of the unit was performed and an internal fluid spill was confirmed. Electronic circuitry requires replacement. No evidence of burning or smoking. (B)(4).